Event description:
Information was received indicating that poor water flow was observed to a smiths medical level 1 hotline low flow system. The reservoir was also noted to be leaking water. There were no reported adverse effects.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to have a cracked enclosure and tank cover, an outdated front cover, pcb, and power switch. Tank was then filled with water and powered on. The functional testing confirmed the reported customer complaint. The problem source has been determined to be unknown.